Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that when withdrawing the delivery catheter system (dcs), the capsule was closed until it was aligned with the catheter tip.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using the evolut system, the nose cone of the the delivery catheter system (dcs) nose cone detached and remained in the descending aorta after release of the valve. Of note, the nose cone had stayed on the non-medtronic (safari) guide wire following valve deployment. Retrieval of the detached nose cone was performed using a lasso via the same approach. The valve was explanted from the patient during the procedure and there was a procedural delay. Additional information was received that when withdrawing the dcs, the capsule was closed until it was aligned with the catheter tip. Additional information was received to correct previous documentation: the valve was not explanted. The only product issue was related to the separated nose cone of the dcs.

Manufacturer narrative:
Additional information received showed there is no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or malfunctioned. Therefore, this device does not meet the reporting requirements in 21 cfr 803. The reportable device will remain associated with regulatory report #: 9612164-2025-04091 updated data: b2. There was no outcome attributed to the adverse event b5. A third paragraph was added. H3. Device evaluated h6. H10. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using the evolut system, the nose cone of the delivery catheter system (dcs) nose cone detached and remained in the descending aorta after release of the valve. Of note, the nose cone had stayed on the non-medtronic guide wire following valve deployment. Retrieval of the detached nose cone was performed using a lasso via the same approach. The valve was explanted from the patient during the procedure and there was a procedural delay.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.